Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor stopped working. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of a sensor stopped working with connection loss. A root cause could not be determined via data. The reported issue of a sensor stopped working is reportable based on the finding of connection loss.